Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan results on the adc device that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experience vomiting, abdominal pain and was unable to self-treat. The customer was seen in a hospital's intensive care unit, where they were administered with insulin (type/dose unspecified), potassium and hydration by the healthcare professional as treatment for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.